Manufacturer narrative:
The autopulse li-ion battery in the complaint was not returned to zoll for evaluation. The investigation was performed by one of the zoll distributor's field service engineer on site. The reported complaint of "the autopulse li-ion battery (sn (B)(4)) failed to power up the autopulse platform" was confirmed during the functional testing. However, the archive data could not be downloaded and a review was not performed. Therefore, the root cause could not be determined through this evaluation. Upon visual inspection, no physical damage was observed. The status leds on the battery showed no lights. The battery failed charging in a known good autopulse multi-chemistry battery charger (mcc) and the status leds on the battery showed no lights after the charging attempt.

Event description:
It was reported that during shift check, after charging the autopulse li-ion battery (sn (B)(4)), the battery failed to power up the autopulse platform. The autopulse platform was tested with other li-ion batteries and the platform powered on as intended. No further information was provided. No patient involvement.